Manufacturer narrative:
Because the device was not returned to the manufacturer for evaluation, mmdg has been unable to confirm the validity of the complaint or determine its cause. The DHR for lot cf1322115 was reviewed and no non-conformances were found.

Event description:
After priming the line the user reported that air was getting into the line between the filter and the patient administration end. No other information was provided, and no injury to a patient was reported. (B)(4).